Manufacturer narrative:
No product will be returned per customer as the customer sent the product to bbraun manufacturer for investigation. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: non-hodgkin lymphoma. Customer sent product to bbraun manufacturer.

Event description:
It was reported that the tubing set male luer spin collar would not lock resulting in a chemotherapy leak in the pediatric department. The patient had chemotherapy medication spill onto his clothes and the patient's family member were also exposed, as well as, the nurse. The customer further stated that there was no harm caused to the patient, the family members nor the nurse due to the event, however, the patient was monitored closely for skin irritation.